Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed, but the root cause could not be determined. One 18 ga powerglide pro was returned for evaluation. Three photographs were returned for evaluation. An initial visual observation showed blood residues along the returned powerglide pro assembly. The guidewire was observed to be advanced, and the safety mechanism was engaged over the needle tip. The catheter was not returned for evaluation. One of the photographs showed two powerglide pro catheters; the right catheter shaft exhibited a break near the distal end of the catheter and usage residues were observed on the catheter. The left catheter appeared undamaged and no obvious use residues were observed (likely provided as a comparison). The complaint of a break in the catheter was confirmed from the returned photograph, but a root cause could not be determined because no details of the catheter break site could be observed from the returned photograph. No additional details of the break could be determined from the returned powerglide pro without its catheter. Possible causes of the damage may include steep insertion angle, patient anatomy, or advancing/withdrawing the catheter against resistance. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, during cannulation, the tip of the catheter breaks off and remains inside the patient. The nurse in charge of the patient has consulted with interventional radiology for assessment. It has been determined that the catheter tip is in the interstitial space, and ultimately no intervention to remove the catheter tip was necessary. The tip of the broken catheter was left inside the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.